Event description:
Consumer complaint of blood result reading of "lo." Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 130-140 mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1: lo, (B)(6) 2015, 11:20:00 am, fasting: yes. Customer attempted another blood test and she obtained an e-5 error message. Customer just bought the meter yesterday and has not used the meter yet. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).